Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that patient was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I. No further complications were reported as a result of this event.

Manufacturer narrative:
Updated methods, results, and conclusion codes as the event is no longer reportable as it took place during the trialing period, indicating the issues were with an external device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that there was a spinal cord stimulation (scs) error message that caused their device to stop working. This was resolved by a manufacturer representative over the phone. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the etiology was related to device or therapy but not related to implant procedure. Outcome was resolved without sequelae on (B)(6) 2016.